Event description:
A sample was received from the facility and upon investigation, a polyurethane sliver was found in the header cap. The sliver was underneath the o-ring which extended downward toward the threads. The sample leaked externally at 9 psi.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation. This MDR is being filed as a serious injury due to lack of additional information.